Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30727152l number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac arrest, st elevations requiring a coronary angiogram and an intra-aortic balloon pump (iabp) insertion. The patient was defibrillated and the patient became hypotensive. The patient had a permanent pacemaker but the cardiac silhouette was not moving. The patient also had st depression. A coronary angiogram was completed and an intra- aortic balloon pump was inserted. The patient was stabilized. It was also reported that the carto had a 6150 sensor error for the catheter. The catheter was reseated and the issue did not resolve. The eco cable was replaced and the issue resolved. Then the ablation catheter sensor error occurred. The catheter cable was replaced and the issue did not resolve. Magnetic sensor error is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.